Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles in the air path. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device has not yet been returned to the manufacturer for evaluation. Three attempts to have the device returned for evaluation and investigation were unsuccessful. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Manufacturer narrative:
The following sections were corrected: h6 device problem code and patient outcome code b5 initially did not report any allegations of harm or thermal issues. The patient reported allegations of nausea, dizziness, lightheadedness, headaches, nose bleeds, eye irritation, nose and throat irritation, shortness of breath. The patient alleges device is hot to touch and cord sparking. If any additional information is received, a follow up report will be filed.